Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed intermittent interrogation, moving the cable influenced telemetry, the cable was out of electrical specification. As a result the cable was replaced. (B)(4).

Event description:
It was reported the rf (radio frequency) head does not interrogate pacers consistently. The rf head was returned for repair. No patient complications were reported as a result of this event.